Event description:
Femoral implant would not seat completely on prepared bone, then very difficult to remove. Surgical procedure extended by 30 min.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.